Manufacturer narrative:
Model number/catalog number: 72404156, serial number: null, batch/lot number: 1000040391, model/catalog description: reservoir 100 ml pc/iz.

Event description:
It was reported that the patient experienced mechanical issues, pain, swelling and an allergic reaction to an inflatable penile prosthesis (ipp). A replacement surgery was said to be performed in which a new spectra penile prosthesis (spp) was implanted. Infection was suspected but during the procedure no signs of infection were noted. No information was provided about the patient's outcome. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown. No more information available at the moment. Should additional information become available, it will be provided.